Event description:
It was reported the port of an intravia container leaked. The event occurred during inspection prior to patient use. The set was filled with 1mg/ml midazolam hci in 0.9% sodium chloride 100ml bag, there was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, photographs of the sample was provided for evaluation. A visual inspection of the photographs was performed using the naked eye which observed a drop of fluid at the injection port. Due to the nature of the sample, no additional testing could be performed. The reported condition was verified. The cause of the leak could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.